Event description:
Sound very faint.

Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specification at the time it was shipped from animas. Apparent piezo alarm failure. Device not returned. When returned, pump to be investigated and further information to be provided.